Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device was found in software reset. (The device will still pace and provide therapy when in this reset mode.) It was reported that the patient has a brain hemorrhage. The physician does not consider the device restoration a priority due to the patient's unstable condition. Once the patient is stabilized, the device will be explanted.